Event description:
It was reported that a 2.75 x 15 mm xience v was prepped without issue and then when the device was ready to be inserted into the anatomy it was observed that the stent implant was not on the balloon. There had been no resistance removing the protective sheath. The stent was found in a ball. The procedure was successfully completed by using a same size xience v. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgment and stent damage were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.